Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: was any anomaly /deficiency noted before use on the patient. No information. Did the reservoir fail to function upon first activation? No information. Was there a failure of the locking plate mechanism? No information. Did the reservoir fail to drain fluid? Yes. Was the anti-reflux valve found detached/closed/opened? No information. Was leakage detected? If so, where? No information. Did the reservoir inflate quickly upon activation? No information. Did the reservoir come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No information. Lot number if available the lot number is unknown. If it would be available, we will let you know it.

Event description:
It was reported that the patient underwent a maxillomandibular-plasty procedure on (B)(6) 2016 and the reservoir was connected to a drain. During the procedure, the reservoir failed to drain fluid. The reservoir was replaced with another like and the procedure was completed properly. There was no adverse patient consequence reported.